Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a nav-ring button that does not work. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The customer reported that the device was not in clinical use when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote to have the device evaluated/repaired; however, the quote was rejected, and no further actions were performed by philips, it could not be determined if the device was repaired or if the customer's issue was resolved. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
Additional information was received that the service engineer (se) reported that the switch board, and switch board cable were replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.